Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noisy signals that resulted in inappropriate atrial tachy response (atr) episodes. The noisy signals were reproducible through isometrics. Technical services (ts) reviewed the reports and noted that the lead also exhibited high capture thresholds approximately two years ago. Ts provided troubleshooting actions. The lead remains in use. No adverse patient effects were reported.